Event description:
I developed a rash to the site of my dexcom g6 cgm. This is the 3rd time that this has happened, and I thought it was something that I was doing wrong when applying my dexcom g6. I have been using dexcom cgm for about 2 years now. But once I looked it up online I found many many conversations about dexcom having changed the type of adhesive that they are using and so many people having rashes from the adhesive. I don't have any allergies nor have I ever had any sensitive skin issues. FDA safety report ID # (B)(4).